Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction could not be confirmed. However, during device evaluation, a reportable event was identified: cable unit is dirty due to water leakage. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported scope communication error (e237 and e226) during an inspection for use involving an olympus colonovideoscope. There was no patient involvement.